Event description:
During a premature ventricular contraction procedure, a contact force issue was noted which caused a delay. No force was displayed when the catheter was connected to the system; purple numbers were shown. The system had a red light and was not registering force. The connections were checked, and the system was replaced with no resolution. The catheter was then replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, ¿no force available¿, ¿catheter not detected¿, and ¿incompatible type¿ error messages were displayed and the catheter type was programmed to be 0. Optical fibers 1-3 met specifications for optical properties. In addition, the deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The detected programming issue is consistent with the catheter not able to be recognized by the tactisys unit and the reported event.